Manufacturer narrative:
Concomitant medical product: product ID: 407658 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to septicemia infection. No further patient complications have been reported as a result of this event.